Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the needle driver instrument was not responding to the commands. The procedure was completed with no reported injury.